Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. We were unable to prime unit during prime test due to faulty force sensor resistor. We were unable to perform excessive no delivery test due to prime anomaly. The insulin pump was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer stated the insulin pump alarmed no delivery during basal. The customer stated the insulin pump had a blank display, changed battery and pump worked. Customer is scared of all the alarms and the insulin pump turning off. Customer's blood glucose was unknown. Advised customer the insulin pump will be replaced.